Manufacturer narrative:
Correction: section e updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial #: controller serial number was requested. Information has not been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the system controller was connected to the power module, the system monitor displayed "not receiving data" and no other heartmate information was displayed. The power module self-test was performed normally. Log files captured no external power events on 24dec2022 caused by power to the mobile power unit (mpu) being briefly interrupted. Low flow events were noted on 02jan2023 and 06jan2023. Another no external power event was noted on 11jan2023 due to simultaneous power lead disconnects during a power source change. The controller was to be exchanged for the system monitor communication issue.

Event description:
Additional information was received that the controller exchange resolved the system monitor communication issue. Related MFR# for no external power on the mobile power unit: 2916596-2023-00415.

Manufacturer narrative:
Section h6: investigation findings code: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported events of the system controller not communicating with the system monitor and a no external power alarm regarding the system controller were both confirmed. The provided log file from the patient¿s primary controller (serial number (B)(6) contained data spanning approximately 31 days (on (B)(6) 2022 ¿ on (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023 at 8:17; this alarm appeared to have been caused by disconnections of both power cables from external power. The alarm resolved when power was restored to the system. The system controller was not returned for analysis. However, an image was provided of the system monitor not displaying information while both controller power leads were connected. Per additional information, this issue resolved upon exchanging the controller. The root cause of the observed no external power alarm appeared to have been user error in disconnecting both power leads from external power. The root cause of the controller not properly communicating with the system monitor was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.